Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Proximal strut rows 3, 10, 11 and 12 were damaged and deformed. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded and had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 12jun2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely calcified right coronary artery. After crossing a non-bsc guide wire, pre-dilatation was performed with a 2.0*15mm non-bsc balloon. A 2.50 x 28mm synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.